Manufacturer narrative:
Corrected, section a, a1,a2, a4 a5 a6 and b5. Updated to reflect patient information, corrected health effect - impact code: there was no patient involvement. D3, h6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The air in line detector was found to be dented and the sensor was not detecting either air or fluid. The air in line detector was replaced. Additionally, the downstream occlusion (dso) seal was found to be bubbled. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was air in line. No additional information.